Manufacturer narrative:
Two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the picture samples, leakage was not clearly shown. A device history record review did not reveal any documented quality issues during the production of lot number 1701021 that could have contributed to the reported defect. Two retained samples of the same lot number provided were obtained from our manufacturing facility for investigation. The retained sample protectors were attached to a vial using an (B)(4) assembly fixture. Both protector samples properly fit the vial and no signs of leakage were observed. Based on the investigation results, a cause for the reported incident cannot be determined. The (B)(4) assembly fixture is recommended to ease the proper connection of the protector product. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or medical intervention.